Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displaying failed storage space icon on the sign in screen but not visible for the user to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed storage space icon on the sign in screen. A technical support specialist logged into the station, disabled the local nic (to confirm its local, pull up the ip address which is 192.168.0.1). The tss launched the application, closed the application and re-enable the nic while the application is not running and launched the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displaying failed storage space icon on the sign in screen but not visible for the user to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.